Event description:
The customer reported 28 false positive results with the ID now covid-19 assay for multiple patients performed between (B)(6) 2021 and (B)(6) 2021. This MFR. Report addresses lot 1025937 and is one (1) of five (5). The customer reported 24 false positive result with the ID now covid-19 assay. Pcr confirmation testing generated a negative result. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional data: the retain testing was not performed due to the kit being expired at the time of the evaluation at abbott diagnostics scarborough. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025937 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the dates and times of the false positive results were not provided. However a possible assignable root cause is sample interference or cross contamination. MFR ref reports: 1221359-2021-03448, 1221359-2021-03449, 1221359-2021-03450, and 1221359-2021-03451.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported 28 false positive results with the ID now covid-19 assay performed. Pcr confirmation testing generated negative result for each positive result. Althouhgh requested, no additional patient information, including treatment and outcome, was provided.